Event description:
Per the clinic, the patient experienced a "soft tissue reaction" and was treated with steroid injections(date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.